Event description:
A nurse reported that during the phacoemulsification portion of cataract surgery, as the surgeon proceeded onto "chop" mode he realized that the vacuum was not working well. The surgeon decided to use a gallipot to test the handpiece and fluidics management system (fms) cassette before proceeding with the surgery. After phacoemulsification of all the fragments he proceeded into cortex mode and the vacuum did not work again. A system message was displayed that indicated that the pressure was low. To resolve the issue the cassette was changed and it worked well throughout the case. The procedure was completed without harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).